Event description:
It was reported that the insulin pump fell into the lake and was no longer retrievable. The customer's blood glucose was 19 mmol/l, which was treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.